Event description:
It was reported that during surgery, before using the drill, the device did not work. The console showed "e6 error". The trouble shooting manual of "e6 error" mentioned it is caused by overworking drill so needed to cool. So the surgeon stopped using it to allow it to cool, but it was not resolved. The surgery procedure was changed to using the usual tka instrument and completed the surgery but a delay of 40 minutes was involved. No injuries involved.

Manufacturer narrative:
Section b1, b2, d2, g3, g5, h1, and h5 have been updated.

Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The user manual states the problem where the "drill does not spin or the anspach console displays an error code" to "see the anspach electric systems operating manual". The anspach manual notes that an e6 error notes that it is a "handpiece overheat warning, impending handpiece shutdown" and the corrective action is to "reduce or remove load from handpiece to allow handpiece to cool." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation states "without supporting clinical/medical documents, a thorough investigation cannot be performed". Visual inspection found no visual damage to the returned drill. Functional evaluation was performed by running a drill test on the returned drill. It spun at 80,000 rpm and after a couple minutes of testing there was no heating or abnormal noise. However, the drill caused the air pump to run continuously as soon as it was plugged in, before the foot pedal was pressed. This is indicative of internal damage to the drill temperature sensor. This failure is an identified failure mode within the risk assessment. The root cause was established to be expected wear and tear.